Manufacturer narrative:
Correction: d6b . Date of explant was incorrectly reported as (B)(6) 2021, but it should have been reported as (B)(6) 2021. Correction: manufacturing reference number 1627487-2021-13886 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.